Event description:
It was reported that a cartridge alarm occurred during insulin delivery multiple times. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was sent.